Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("both coils perforated the fallopian tubes") in an adult female patient who had essure (batch no. A38622) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdomen pain"), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2017, plaintiff underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain lower, dyspareunia, fatigue and weight increased outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-jun-2018: plaintiff fact sheet received. New reporters added and reporter information updated. Plaintiff demography added. Product indication updated. Product lot no. And insertion date added. Events per pfs: abnormal bleeding (vaginal, menorrhagia), fatigue, dyspareunia (painful sexual intercourse), weight gain, cramping and abdomen pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("both coils perforated the fallopian tubes") in an adult female patient who had essure (batch no. A38622-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdomen pain"), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2017, plantiff underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain lower, dyspareunia, fatigue and weight increased outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2018: quality-safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("both coils perforated the fallopian tubes") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. A38622-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain ("chronic pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain"), abdominal pain lower ("cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2017, plaintiff underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation and abdominal pain lower outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, dyspareunia, fatigue, weight increased and genital haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 165 lbs. Approximate weight at the time of essure placement 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: new pfs received- new event abnormal bleeding was added. Outcomes of events dyspareunia, fatigue, pelvic pain, abnormal bleeding, weight pain from unknown to recovered/resolved were updated. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("both coils perforated the fallopian tubes") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (on (B)(6) 2017, plaintiff underwent surgical removal of essure device). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.